Event description:
Primary surgery - broken baseplate and the majority of the screw stayed in the patient.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-01408; 508-32-101, s801 -device cracked/broke, primary surgery; surgical - quality complaint. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.